Event description:
It was reported that the patient was at the manufacturer representatives office, two weeks post implant for an ¿ultra¿. They hooked up the recharger and showed the patient how to recharge. The first time it was turned on, it showed 8 bars, and at the time of the report they couldn¿t get anything above zero bars. The patient just had staples out the day before the report. The antenna locate (al) feature was used, and it ranged from 50 to 54 on al, and were still getting 0 bars. It did seem a little deep, no swelling or fluid, and bandages were removed the day prior to the report. The implantable neurostimulator was a little in the skin fold/crease, maybe a little deeper. The patient had bilateral low back, two percutaneous leads. The right side showed good overage, and the other side (left), the patient was not feeling tingling, they were feeling cramping in their back. It maybe stimulating a ligament, and may resolve after healing. Reprogramming was tried around by changing the pulse width, active electrodes, even tried cross talking. It was recommended to wait on left side to see if reprogramming in a few weeks was any different. It was later reported that the patient had not shown up for her appointment. There was poor coupling with the recharger, and the anomaly appeared to have occurred through product use. No indication of patient harm. Device was not returned. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).